Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection ceftazidime (1 gram, frequency and route not reported) and injection vancomycin (1 gram, intraperitoneally, frequency not reported). The patient outcome was unknown. No further information was provided regarding whether dianeal therapy was ongoing. No additional information is available.